Event description:
It was reported that, at implant, the leads were reversed in the header. The pocket was reopened and the connector pins were switched to the proper port in the header. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.